Manufacturer narrative:
The issue is being investigated by the manufacturing site.

Event description:
On 20th jan, 2020 getinge became aware of an issue with one of the washer-disinfectors, 8668. As it was stated, the detergent pump was broken and the unit did not display any alarm. The used detergent was getinge powercon aluminium, which function is to clean of tissues residue. The lack of detergent during the cycle may have effect in incorrect cleaned goods. Units is used to disinfect the surgical instruments. We decided to report the issue based on a risk, that the incorrect processed goods could have been used to the patients¿ treatment.

Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to find total of 4 reportable complaints for detergent dosing malfunction on 86-series devices, reported to company¿s complaint handling system within last 5 years. When the event occurred, the device did not meet its specification. Upon the event occurrence the device was not being used for patient treatment. The complaint was decided to be reported to authority in abundance of caution. The device affected is a 2008, type 8668 washer disinfector. During the investigation course, we were able to establish that the chamber was covered by scale and the detergent pump on the machine was non-operative. The detergent was most likely not pumped during the washing cycle and therefore the cleaning and disinfecting process could have been affected. This happened as a result of the normal wear of those parts related to prolonged usage of the unit. The technician, who detected the issue was able to solve the problem by descaling the chamber and changing the affected pump for the new one. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number (B)(4).